Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4016759. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. The root cause of the leakage cannot be determined because there are no abnormalities in the process and the product has never been declared to be used for high-pressure injection. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported the bd intima-ii y 20gax1.16in prn ec slm npvc leakedthe patient has multiple underlying diseases. He was admitted to the hospital with a fracture of his right humerus and was being prepared for surgery. In order to cooperate with surgical treatment, the degree of stenosis of the coronary lumen and whether the patient can tolerate surgery and anesthesia were examined. A vein was placed in the basilic vein of the patient's right elbow. Indwelling needles are used for coronary angiography examinations. When contrast medium is injected intravenously during angiography, blood and liquid suddenly spurt out from between the y-shaped needle and the white liver cap, causing a waste of liquid, causing panic to patients and their families, and prolonging the angiography time. , increase the absorption of radiation, affect the patient's condition, and even cause adverse effects, affect the trust of patients and their families in the hospital, and increase the number of medical disputes.